Event description:
It was reported that during the implant attempt of the device, the physician did not like the audible click that was heard from the wrench and the set screw. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.